Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have detached fragments at the midpoint of the blade. One of the blade edges was indented. The blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint regarding damaged tips was confirmed by failure analysis. The probable root cause can be attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument or misusing the instrument.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) tips are damaged. There was no report of patient involvement.